Manufacturer narrative:
(B)(4). Evaluation of the incident device did not confirm the customer's report that the coag button wouldn't return once it was pressed, causing the device to continue activating. Investigation found the rocker switch to have been damaged, preventing the device from activating at all. The cause of the damage to the rocker switch could not be determined. Review of the manufacturing non-conformance records found the product was released meeting specifications. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of a procedure when testing the pencil, the coag button did not return after being pressed. The device continued to activate. There was no patient involvement. A new device was opened for the procedure.